Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: testing was unable to duplicate the complaint, but it was confirmed in the history. ¿ez-prime¿ steps were performed correctly- no high pitch noise or any alarm occurred during the investigation. Alarm history shows consecutive alarms. The pump¿s cover was removed- no intermittent condition was found. Unrelated to the complaint there is a dim display, letters have a red hue, and the battery compartment is cracked alongside.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump making repeated high-pitched noise, sometimes every two minutes, sometimes once an hour this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.